Manufacturer narrative:
Additional information provided: concomitant medical products. The customer¿s report of the pca module failing to alarm for downstream occlusion could not be replicated. Physical inspection noted the device to be in fair condition. Prior to the device being returned, the device was calibrated by the customer; therefore, the device is no longer in the same condition it was in during the incident. Review of the pcu error log found no relevant errors with respect to the issue on 04 july 2019. Analysis of the pcu event log found that from 1:04 to 1:31 pm and 1:56 to 2:28 pm, numerous pca requests were attempted. From 2:44 to 2:46 pm, the pump alarmed for ¿pca door opened¿, ¿syringe clamp open¿, and ¿check syringe¿; after the alarm was silenced a third time at 2:46 pm, the programmed infusion was never restored. The total volume infused during this time period was recorded to be 0.8ml. Functional testing confirmed that the device was operating per specifications after successful calibration¿. Additional functional testing was performed in an attempt to replicate reported issue that the pca module did not alarm during occlusion. Programmed a pca infusion using the incident parameters and locked the pinch clamp on the extension set; the pca module alarmed for occlusion during the 7th (~1.4 mls) pca request. The root cause of the customer¿s report of failure to alarm for occlusion was not determined. Prior to the device being returned, the device was calibrated by the customer; therefore, the device is no longer in the same condition as was present during the incident.

Event description:
It was reported that the syringe module was infusing an unspecified medication/rate when the user noticed that the device failed to alarm for downstream occlusion alarms. Although requested, no further details were provided by the customer for this event. The biomed tested the device: ¿after running through a pump check-in confirmed the issue as the pump initially failed the plunger force accuracy test. Biomed was successfully able to calibrate the pump and it is now functioning¿.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the syringe module was infusing an unspecified medication/rate when the user noticed that the device failed to alarm for downstream occlusion alarms. The biomed tested the device : after running through a pump check-in I confirmed the issue as the pump initially failed the plunger force accuracy test. I was able to successfully calibrate the pump and it is now functioning.